Event description:
Following abdominal aortic aneurism repair, perigraft fluid was observed from left peritoneal to subcutaneaous region. Perigraft fluid discharged from wound. Pt's hospitalization was prolonged. Note that no drains were placed post-operatively. No intervention has been taken to evaluate the fluid collection